Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for farapulse. During the procedure, once the farawave catheter was inserted into the faradrive sheath, blood aspiration was not possible. Firstly, the sheath was replaced but the issue persisted. Once the farawave catheter was replaced, no issue was noted and the procedure was completed successfully. Once the procedure was completed, the first faradrive sheath was tested with the new catheter, no issue was noted. Additionally, when the old catheter was tested with the new sheath, it did not work. Once the malformation of the catheter was noted with an enlargement at the base of the splines. So once tested the insertion of the catheter and stopped before the malformation, it could aspirate. However, after inserting it into the sheath, it could not aspirate. No patient complication was reported. The device is not expected to be returned for analysis.